Manufacturer narrative:
At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this left ventricular (lv) lead exhibited low out of range pacing impedance measurements. The data was reviewed by the health care professional (hcp) post event and found that the impedances were back in range. The patient remains under monitoring. No adverse patient effects were reported. This lv lead remains in service.